Event description:
A user sustained a broken shoulder as a result of his manual wheelchair tipping backwards. The anti-tippers were not provided with this chair. This is in conflict with the equipment supplier's report. The use of anti-tippers is a decision made by the user and the user's healthcare professional.